Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 10 devices were evaluated in the field and the issue was confirmed; 7 devices had broken/damaged components, 5 devices had worn components, 1 device had a misaligned component, and 1 device had a short circuited component. The devices were repaired and returned. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the zoom disengaged during use. There was no patient involvement.